Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of low erroneous results for 2 patient samples tested for elecsys cea assay (cea) on a cobas 6000 e 601 module. Patient 1 initial cea result was 0.30 ng/ml. This result was reported outside of the laboratory where it was questioned by the nurse. The repeat result was 14.1 ng/ml. On (B)(6) 2018 patient 2 (male with date of birth of (B)(6)) initial cea result was 0.609 ng/ml. This result was reported outside of the laboratory. The repeat result was 26.66 ng/ml. The repeat results were believed to be correct. No adverse event occurred. The cea reagent lot number was 26839702 with an expiration date of 31-dec-2018. Calibration and qc were acceptable. The field service engineer (fse) visited the customer site and did not identify any issues. Mechanism checks, probe alignments and instrument performance testing were all acceptable. The investigation was unable to find a definitive root cause. The customer has not had any further issues.